Event description:
It was reported that the user experienced hyperglycemia while experiencing difficulty setting up their dexcom g6 sensor and subsequently receiving an occlusion alert on the ilet. The pt was without cgm readings for 6 hours and reported they believed they were out of range during that time. Customer care assisted the pt to set up the dexcom g6 sensor. A full supply change was performed with a new contact detach infusion set, and insulin delivery resumed, after which capillary glucose was trending down from a reported 536 mg/dl. Symptoms included hyperglycemia. Outcomes included an illness/impairment characterization consistent with a serious condition, though no medical intervention or outside assistance was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving cgm set up. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.